Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not functioning properly. The customer stated that the insulin pump had shocked her and she received multiple battery alerts. Customer reported receiving low reservoir alerts, then performing set changes, but receiving the low reservoir alerts again shortly afterward. The customer declined any type of troubleshooting. Blood glucose level at the time of the incident was over 500 mg/dl. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.